Event description:
While doctors intubating pts on 3 separate occassions, the blades snapped near the hinge and flange. 1 incident was in ed by ER physician 2 incidents occurred when pulmonologist was intubating.